Manufacturer narrative:
Report source: legal consult.

Event description:
It was reported that the patient received multiple inappropriate shocks for svt. The patient was taken to the emergency room where EKG showed normal sinus rhythm, and device interrogation showed inappropriate shocks svt.